Event description:
Axonics was made aware that the patient's tined lead was explanted due to patient needing frequent mris. Also, a lead fracture was suspected due to two electrodes not functioning (showed high impedances). The medical team did not find it appropriate to perform a MRI with the lead in its suspected condition. Hence the reason for removal. The tined lead was returned for evaluation. See section h, number 6, event problem and evaluation codes for results of investigation and conclusion.

Manufacturer narrative:
30-day medwatch report was previously submitted on 03/27/2020.

Event description:
Patient saw a representative on (B)(6) 2020 for reprogramming due to pain. On (B)(6) 2020, patient was seen due to a remote control solid red light. The issue was able to be resolved through reprogramming, but the patient continued experiencing discomfort and loss of efficacy. X-ray was performed and the team would like to perform a lead revision, however, it is unknown when this will occur.